Event description:
It was reported that a patient underwent a knee revision surgery due to a distal fracture sustained after a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h10. Upon receiving additional information of the reported event, this device was determined to be not reportable. Periprosthetic fracture of the distal femur only implicates femoral component. The initial report should be voided.

Manufacturer narrative:
(B)(4). Medical product: unknown nexgen femoral component: catalog#ni, lot#ni; unknown nexgen tibial component: catalog#ni, lot#ni. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03258; 0001822565-2021-03259. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision surgery for unknown reasons. Attempts have been made and no further information has been provided.